Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a hospital owned device was implanted 88 days past the expiration date. No additional clinical sequelae were reported and the patient is fine